Event description:
The customer reported that the device stuck to tissue and was cut out in order to remove it.

Manufacturer narrative:
(B) (4). (B) (4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is relieved or if additional information pertinent to the incident is obtained a follow-up report will be submitted.